Event description:
It was reported the cartridge was still 90% full after a full day of infusion (low infusion rate). After overnight infusion at a lower rate, patient was feeling bad. Patient was advised to adjust the infusion rate and change the cartridge every 72 hrs. Infusion was life sustaining.